Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic ob-gyn surgery, the blade was broken during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.